Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, when the specialist used the first and second suture in tying, both broke without finishing the knot. There was no patient injury.